Manufacturer narrative:
Conclusion and justification status: a review of the information provided failed to confirm the reported incident. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as required.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision: dislocation. However, on the bed intraoperatively it was very difficult to dislocate the hip as it was so stable.